Event description:
A malfunction alarm identified as "malf 12" was reported by the customer. There was no reported impact concerning the customer's blood glucose level exceeding 500 mg/dl, as the customer declined to answer. Technical support assisted the customer with resetting the pump, and the malfunction code did not recur post-reset. The customer continued to use the pump for insulin therapy.